Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported via phone call that insulin pump had battery power loss alarm. Customer did not receive a low battery alert prior to the replace battery alert. Customer reported that insulin pump had post reset ram crc alarm. Customer's blood glucose level was 141 mg/dl. Insulin pump will not be returned for analysis.